Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly however, moisture damage was found on the keypad traces. No stuck buttons noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The customer mentioned that the insulin pump went out all of a sudden. The patient's blood glucose level was 477 mg/dl at the time of the call. The customer treated their blood glucose with the insulin pump. The customer stated that the buttons do not work on the insulin pump. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time